Event description:
Four days post cardiac catheterization the pt experienced pain and drainage from the right groin. The pt was treated in the emergency dept after cultures were obtained from the drainage. The pt was started on antibiotics. Vasoseal es was deployed during the cardiac catheterization.

Event description:
Add'l info rec'd from MFR 01/16/02: MFR has checked the manfacturing records for lot number 07101741 and has found no relevant deviations from specification for either the device manufacturing recrods, or the collagen lot records. Since MFR has no record of these incidents in its complaint files, MFR is unable to provide any further details on the description of the incidents. As noted the only investigation MFR is able to perform was to check the manufacturing records for product lot number 07101741 and the collagen lot records. MFR did not receive any info regarding the referenced medwatch report prior to receipt of FDA letter dated november 13, 2001.